Event description:
It was reported that during the procedure, the tip of the marker sheared off in the patient's breast. The tip was left in the patient's breast and the procedure was completed with a second marker.

Manufacturer narrative:
Information anticipated, but unavailable at this time.